Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging one touch verio iq meter kit was missing the usb cable adapter. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.